Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the insulin pump's drive support cap was loose. Blood glucose level was 280 mg/dl at the time of the call. Customer reported that she treated the high blood glucose level. No further information was provided.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.